Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. Using the handle, surgeon was able to fire two reloads without any problems. During the third firing, the surgeon encountered resistance about one third of the way through the cycle. He attempted to squeeze the ring handle but found that the could not squeeze it any further. He waited for about one minute to see if the problem would resolve without further compression of the tissue. He then attempted a second time to squeeze the handle but still could not do so. So he decided to pull back on the black knobs to open the jaw. He then decided to use a black reload for his next firing. Once again, the same thing happened about one third of the way through the firing. The ring handle would not move. The load was opened and the reload and stapler were removed from the patient. There were two partially fired staple lines next to each other. The procedure was converted to a roux-en-y gastric bypass procedure. A second handle with various reloads was used to complete the case. A mini laparotomy was performed to remove the specimen. There was tissue loss as a result of the change in procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that it was partially fired and the anvil clamping mechanism was deformed. Functional evaluation noted that the reload fired as expected. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this devices lot number was released meeting all the quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur when the application is done over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract and staples may not form properly and tissue may not be fully transected. The information booklet contains the warnings and precautions which says preoperative radiotherapy may result in changes to tissue and these changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.